Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 538 mg/dl and a high ketone level that was not identified as dangerous by healthcare provider.; cause was unknown. Customer was treated with intravenous fluids of saline, insulin, and electrolytes to address the elevated bg. Customer was discharged the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.